Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported it had been a year since the ins had been charged. They were starting to have a lot of pain in her back and needed to get her therapy on again. They were much more active and walking more. The patient was redirected to their healthcare provider to further address the issue. Additional information was received on 2022-jan-06. The manufacturer representative (rep) reported that the patient had been in the hospital for "c-diff" for a long period of time, and therefore the patient was unable to charge their implanted neurostimulator (ins), and hadn't charged it for more than a few years. The rep was unable to connect to the ins, and therefore could not perform the physician mode recharges (pmrs) to resolve power on resets (pors) / overdischarge. The patient elected to have the ins replaced so they could get therapy. The rep clarified / confirmed on january 7, 2022 that the hospitalization due to "c-diff" was not related to the device/therapy. They also confirmed that the ins would not be returned for analysis.